Manufacturer narrative:
The complaint reported event was confirmed based on the provided imagery and returned device. There was no allegation or indication a device malfunction contributed to this adverse event. A review of the DHR, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, during procedure, the fine alignment was harder than normal but the valve was aligned between balloon markers. When deploying the valve, only the ventricular part of the valve opened and the proximal valve part did not dilate. There was an asymmetrical deployment of the valve. The valve migrated towards the aorta. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization. In this case, difficulty fine adjustment was experienced, which could lead to tension build up in the delivery system. So, if the tension was not released prior to valve deployment, it could lead to crimped valve movement (toward aorta) during the balloon inflation or deployment, resulting the thv embolized into aorta as reported. As such, available information suggests that procedural factors (valve alignment difficulty) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in germany, regarding an implant case of a 29mm sapien 3 valve in aortic position by transfemoral approach. During procedure, the fine alignment was harder than normal, but the valve was aligned between balloon markers. When deploying the valve, only the ventricular part of the valve opened and the proximal valve part did not dilate. Due to the asymmetrical deployment of the valve, the valve migrated towards the aorta. The valve was pushed into the ventricle. Patient was transferred for surgical removal and replacement of the valve. The patient was in good condition.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The device was returned for evaluation. Investigation is underway.